Event description:
Reportedly, device was reprogrammed to doo, 70 ppm on (B)(6) 2011 before a brain surgery. The device was manually reprogrammed to safer, 50 ppm later in the day after the surgery. However, an unexplained change of ventricular sensitivity polarity to unipolar was observed on (B)(6) 2012. The physician requested an explanation related to the reprogramming.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.